Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 15-may-2023. H6: investigation summary our quality engineer inspected the 1 sample submitted for evaluation. The sample was returned incomplete and was missing the catheter unit. The reported issue of needle through catheter was not confirmed because the sample was returned without the catheter. Without the catheter of the device, the reported defect could not be investigated. The returned sample was observed to not be activated and it had a blood stain on the needle hub chamber, showing that the sample was used. All other components of the sample were found to be within the manufacturing specifications. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported while using an bd cathena¿ safety IV catheter with bd multiguard¿ technology the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter: cathena needle exposed when threaded catheter.

Event description:
It was reported while using an bd cathena¿ safety IV catheter with bd multiguard¿ technology the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter: cathena needle exposed when threaded catheter.

Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported while using an bd cathena¿ safety IV catheter with bd multiguard¿ technology the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter: cathena needle exposed when threaded catheter. D1: medical device brand name: bd cathena¿ safety IV catheter with bd multiguard¿ technology. D2: medical device manufacturer: becton dickinson medical (singapore). D4: UDI #: (B)(4). D4: catalog #: 386861. D4: medical device lot #: 2075189. D4: medical device expiration date: 28-feb-2025. G2: manufacturing location: becton dickinson medical (singapore). G.5. PMA / 510(k)#: k220584. H4: device manufacture date: 16-mar-2022.

Event description:
It was reported while using an unspecified bd intravascular catheter the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter: cathena needle exposed when threaded catheter.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.